Event description:
It was reported that the patient had their implantable neurostimulator (ins) put in today and they were not feeling stimulation. The patient tried to use their patient programmer and was getting the power on reset (por) and a ¿call your doctor¿ icon on the screen. It was noted that the patient was not able to adjust stimulation and had no stimulation sensation. Additional information received reported that the health care provider (hcp) spoke to the manufacturer representative. The cause of the por was that the device was not properly paired with the programmer. It was noted that the patient was experiencing no stimulation and reprogramming was done on (B)(6) 2014-08-01 to resolve the event. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).